Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms during fixed prime. The customer¿s blood glucose was 329 mg/dl. Customer stated that reservoir was not empty. Customer changed reservoir and then priming was successful. The device will not be returned for analysis.